Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused them continuous bleeding and sensitivity in their gums. Their entire jaw has become sore, all their teeth is sensitive that makes it impossible to eat.